Event description:
(B)(6) registry. It was reported that stable angina and restenosis occurred. In (B)(6) 2019, the subject with stable angina was referred for cardiac catherization and the index procedure was performed on the same day. The target lesion 1 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 39 mm long, with a reference vessel diameter of 4.00 mm. The target lesion 1 was treated with pre-dilatation followed by placement of 3.50 mm x 16 mm overlapped with 4.00 mm x 28 mm synergy stents system. Following post-dilatation, the residual stenosis was 0%. The following day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject presented with angina and symptoms of ischemia was diagnosed with stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Two days later, the subject was referred for coronary angiography which revealed 95% stenosis noted in proximal lad extended to distal lad which had previously placed study device in mid lad was treated with percutaneous coronary intervention (pci), target-vessel revascularization (tvr). Post intervention, residual stenosis was 0%. At the time of reporting, the outcome of the event was considered to be recovering and resolving. Two days later, the subject was discharged on aspirin and clopidogrel.